Manufacturer narrative:
Received one (1) used list #14687-15 primary plum set attached to a dry spike adapter with spike and two spiros, a bag spike with clave, two intravenous bags and a 20ml syringe. A small crack was observed on one of the spiros on the mating device. No spline damage or shear tab anomalies were noted on the spiros. The set was leak tested per specification. Leaks were observed to be coming from both spiros on the mating device. No leakage was observed on the primary plum set. The set was attached to 3 ICU medical provided IV bags, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed from the primary plum set filter vent. Leakage was observed from one of the spiros on the mating device. Each spiros was isolated, and leak tested per specification. On the spiros 1 a leak was observed between the female luer and the collar in both activated and inactivated positions. On the spiros 2 an internal leak was visible in activated position. A leak was also observed from the male luer side of the spiros in both inactivated and activated position. In attempts to identify the source of the leak on spiros 1 green dye was pushed through the set. It was observed that the leak was coming out a crack on the female luer. Disassembly of spiros 2 showed the crack previously observed was found to travel the full circumference of the spiros. The complaint of leakage can be confirmed on the dry spike adapter with spike and two spiros. The probable cause of the crack leading to the leak on spiros 1 is unknown. The probable cause of the leak on spiros 2 is unknown. The probable cause of the observed crack on spiros 2 is also unknown.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported leaking was noted on the filter vent on the second day of chemotherapy infusion. There was no chemo spillage. The vent cap had never been opened during the infusion. There was no patient harm

Event description:
Update received an email 05-mar-2024 and stated that the drug involve is 5-fu.

Manufacturer narrative:
Received one (1) used list #14687-15 primary plum set attached to a dry spike adapter with spike and two spiros, a bag spike with clave, two intravenous bags and a 20ml syringe. A small crack was observed on one of the spiros on the mating device. No spline damage or shear tab anomalies were noted on the spiros. The set was leak tested per specification. Leaks were observed to be coming from both spiros on the mating device. No leakage was observed on the primary plum set. The set was attached to 3 ICU medical provided IV bags, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed from the primary plum set filter vent. Leakage was observed from one of the spiros on the mating device. Each spiros was isolated, and leak tested per specification. On the spiros 1 a leak was observed between the female luer and the collar in both activated and inactivated positions. On the spiros 2 an internal leak was visible in activated position. A leak was also observed from the male luer side of the spiros in both inactivated and activated position. In attempts to identify the source of the leak on spiros 1 green dye was pushed through the set. It was observed that the leak was coming out a crack on the female luer. Disassembly of spiros 2 showed the crack previously observed was found to travel the full circumference of the spiros. The complaint of leakage can be confirmed on the dry spike adapter with spike and two spiros. The probable cause of the crack leading to the leak on spiros 1 is unknown. The probable cause of the leak on spiros 2 is unknown. The probable cause of the observed crack on spiros 2 is also unknown.